Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event that smarttoe implant had a breakage after surgery could be confirmed by x-rays. Based on investigation and available information, the root cause of the determined breakage was attributed to a user related issue: the smarttoe implant was not implanted and positioned in a correct manner by the surgeon. A clinician¿s review of the available medical reports notes: ¿the filed x-ray presents arthrodeses of the pip joints d ii and d iii at the right foot and d iii at the left foot, each fixed with a smart toe. Both smart toes, which have been inserted in the third toe, were broken after approx. Two and six weeks respectively. Both affected smart toes have been implanted in an incorrect manner, whereby both were not correctly positioned inside the marrow cavity of the proximal phalanx and both were (at least partly) outside the bone. The function of the smart toe is based on a correct intramedullary implantation with support of the bone wall on the full length of the device. A perforation of the cortex or a position (partly) outside the bone reduces the range of spring causing peak loads, which may result in implant breakage. Breakage of a smart toe is a rare event. In the last complaint analysis from march 2013 a total number of 9 broken smart toes has been reported for the period from (B)(6) 2011 - (B)(6) 2012. (B)(4). Proposal for changes or adjustments of the implant design: the design of the smart toe was ascertained and verified in multiple test series. It was demonstrated that all features are maintained with proper surgical technique, sufficient bone stock, and adequate postoperative load reduction and immobilization. Therefore, from a clinical point of view the incident gives no reason to check the implant design. Corrective actions in the field of the implant design are not required from a clinical point of view. Proposal for changes or adjustments of the instructions for use and the operative technique: the correct surgical technique is step by step described in the operative technique. From the author¿s point of view all instructions in the operative technique are clearly verbalized and easily understandable to a clinical expert. Therefore, corrective actions in the field of user¿s information are not required.¿ [original statement] therefore, this case is classified as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that a second memometal toe implant failed requiring a revision.

Event description:
It was reported that a second memometal toe implant failed requiring a revision.